Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for problems with the heartmate 3 in combination with micra leadless pacemaker. It was said the patient with a heartmate 3 and a micra pacemaker, but it was not possible to interrogate the pacemaker.